Manufacturer narrative:
Possible serial numbers: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the new batteries were placed in the cadd solis vip pump, but still it indicated to replace batteries. When using the fresh batteries from the store, the issue was not resolved. The patient was switched to a backup pump and successfully continued their therapy. There was a patient involvement with no harm.